Event description:
It was reported that during the follow up visit, it was discovered the device was not pacing and there was no telemetry. The device will be replaced. No patient complications have been reported as a result of this event.

Event description:
It was later reported the device was explanted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.